Event description:
It was reported that the blue fixing clamp does not hold the catheter tight and the catheter slips out of the clamp. The event occurred in the kmt 11 ost of the hospital. The catheter was removed and replaced before it slipped out of the patient it is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).